Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: ng, inratio: 1.7, lab: ng. Date: ng, inratio: 1.5, lab: ng. Date: (B)(6) 2010, inratio: 5.4, lab: 4.0. Patient's coumadin dose was increased after receiving inratio result of 1.7 inr.

Manufacturer narrative:
Investigation pending.